Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.    Reported events - 17 events were reported for this quarter.   Product return status - 16 devices were received for evaluation. 1 device was available for evaluation but has not yet been received.   Evaluation status - 7 reported events were confirmed during testing. - 3 devices were found to be affected by compromised lubrication. - 3 devices were found to be affected by damaged bearings. - 1 device was found to be affected by corrosion. 6 reported events were not confirmed during testing; however: - 5 devices were found to be affected by compromised lubrication. - 1 device was found to be affected by corrosion. 2 reported events were not confirmed during testing; the cause was not established. 1 device evaluation is in progress.   Additional information - 17 devices were not labeled for single-use. 17 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device reportedly overheated. 16 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 17 total events were initially reported. 17 previously reported events are included in this follow-up record.   Product return status 16 devices were received. 1 device was not available for evaluation.   Event confirmation status 8 reported events were confirmed; the cause traced to component failure. 8 reported events were not confirmed. Evaluation results 3 devices were found to be affected by internal corrosion. 8 devices were found to be affected by a lubrication problem. 3 devices were found to be affected by damaged bearings. 2 devices had no device problem found.

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device reportedly overheated. 16 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device reportedly overheated. 16 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 17 total events were initially reported. 17 previously reported events are included in this follow-up record.   Product return status 15 devices were received. 2 device investigation type has not yet been determined.   Evaluation status confirmed 7 reported events were confirmed during testing. - 3 devices were found to be affected by compromised lubrication. - 3 devices were found to be affected by damaged bearings. - 1 device was found to be affected by corrosion. Not confirmed 6 reported events were not confirmed during testing; however: - 5 devices were found to be affected by compromised lubrication. - 1 device was found to be affected by corrosion. 2 reported events were not confirmed during testing.   Additional information 17 devices were not labeled for single-use. 17 devices were not reprocessed and reused.